Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint post implant, a device related thrombus was noted on the device and the patient was put back on warfarin.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.